Event description:
Exposed to latex. Latex balloon as display. Rubber gloves used to clean and arrange vegetables and fruits. Reaction occurred (sob, face and eyes reddened, chest pain, throat began to feel tightening.) Used inhaler while vacating store. In car used portable nebulizer treatment. Took benadryl 50mg and prednisone 20mg. Had epipen out and available. Transported home. They maintained a nebulizer treatment regiment, benadryl, and prednisone protocol for 5 days. Monitored peak flow.